Event description:
It was reported to philips that there was no display on the efficia dfm100 defibrillator. The efficia dfm100 defibrillator; model # 866199, is substantially similar to the heartstart xl+ defibrillator (model #861290) and will be reported in the united states under device model #861290. There was no pt involvement.

Manufacturer narrative:
(B)(4).